Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified backup audible alarm post error.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code was updated to reflect code 4582.

Event description:
It was further reported that there was no patient involvement regarding the previously reported product malfunction.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported back up audible alarm was reproduced during power up. The error was being produced because the main board did not operate as intended. The problem source of the reported product problem was unknown. A root cause was not established. The main board was replaced to address the product fault.

Event description:
It was reported that the medfusion pump produced a back up audible alarm. No patient injury or complications were reported in relation to this event.